Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The reporter alleged that "meter was dropped and now the display had a rainbow coloring". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.